Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The pt charged their ins up on sunday and then this morning the ins battery was empty; pt said the ins would deplete in charge two days later which was not normal. The pt could probably go a week or two if not longer before they had to charge. Pt thought the issue started a couple weeks ago because they would be walking with leg pain. Pt noted since they got the new battery a couple years ago it was a lot better for they did not have this problem. During call patient services (ps) asked if pt had made adjustment to their therapy the pt said they usually kept the therapy the same and in fact they may have decreased their therapy. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). Caller stated patient said they were lying in bed and felt a spark near the ins site and since then they have to charge more often. Rep reports that connectivity and impedance values were all within normal limits, and that recharge diaries also show recharging every ~3 days since beginning of (B)(6), which is before when pt reported having the shocking sensation and change in recharge intervals. Rep reports she will set up cycling as a potential alternative to increase recharge interval time. 2023-aug-18: additional information was received from the patient. They reported that the cause of the implant depleting faster than usual was not determined. A manufacturer representative (rep) came in to address the issue, patient didn't have to see their healthcare provider (hcp). Patient stated the rep came up with a plan to only run the machine 15 minutes at a time. Patient stated it's annoying but it does make the battery last at least a week before recharging. Patient stated they are disappointed in the solution, but it's better than charging every day. Patient commented newer is not always better. Patient stated they guess the issue has been resolved. They never got a reason why the battery is going down so fast. They are not sure what else they can do.